Manufacturer narrative:
(B)(4).

Event description:
It was reported that for the past year the patient has not felt stimulation and sees a lightning bolt when turning on his implant. He has tried group a and b with increases on all settings and still does not feel stimulation. When he did feel stimulation a year ago, it was never in the right area for pain coverage. He has had his device reprogrammed in the past to get stimulation going which at that time his lead was found to be bad. He keeps his battery charged regularly to keep it from depleting. The past 4-5 months he has experienced pain at the ins site. When he touches the ins site he has shooting pain down to buttock area. It was noted that his primary care doctor has nothing to do with his device and he does not have a current doctor that manages his device. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3887-33, lot# v109266, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).